Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 24.4 mmol/l (439.2 mg/dl) and ketones of 1.8 mmol/l. The pod adhesive reportedly failed to adhere while wearing the pod on the leg for between 5 and 24 hours. Symptoms reported include stomach pain and vomiting. The patient was treated with insulin drips, salty water and glucose water. The patient was discharged after approximately 32 hours.